Manufacturer narrative:
Good faith effort attempts were made to try and retrieve additional details regarding the reported event, but further information was unable to be obtained.

Event description:
It was reported that guidewire fracture occurred. A 190cm, straight-tip samurai guidewire was placed for side branch protection for the placement of one non-boston scientific (bsc) stent. During withdrawal after main branch stent implantation, the guidewire fractured, leaving approximately 3 cm of the fragment inside the stent and 1 cm floating in the sinus. No further information was reported regarding patient outcome.